Event description:
On 09/23/2025, the user reported bg fluctuations, including a low blood glucose of 59 mg/dl, after the clinician changed ilet system settings about a week prior. The user treated the low by eating food. The user was advised on training and provided a scheduling link for follow-up. No hospitalization or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.